Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that there was a slight bend in the lead and stylet upon removal from the box. There were no related environmental or emi contributing factors. A new lead was opened and used, resolving the issue. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_stylet_acc , product type accessory .

Manufacturer narrative:
Analysis of the lead (lot #: va1e49m) confirmed that the distal end of the lead was bent. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis of the stylet determined that the stylet wire was bent. There were no significant anomalies with the stylet. Conclusion code applies to the stylet. Conclusion code still applies to the lead. Method codes apply to the stylet. Method codes apply to the lead result codes apply to the lead. Result codes apply to the stylet.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The patient's indication for use is parkinson's dual and movement disorders.